Event description:
Event verbatim [preferred term], several burn blisters [burns second degree], no warning concerning the risk of burning with normal skin and normal use either in the pharmacy nor in the package insert [product label issue], narrative: this is a spontaneous report from a pfizer-sponsored program, brand websites for division consumer healthcare germany. A contactable consumer reported a male patient of unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported he used the heatwrap for the back as recommended and developed several burn blisters. He stated the product was used as recommended (affixed in the morning and taken off in the evening). The patient mentioned that there was no warning concerning the risk of burning with normal skin and normal use either in the pharmacy nor in the package insert. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Product investigation results were as follows: summary of investigations: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. There was limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Adverse event safety request for investigation. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status was not received. Follow-up (07jun2017) follow-up attempts completed. No further information expected. Follow-up (27may2020): new information received from citi includes: investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of "burn blister/there was no warning concerning the risk of burning with normal skin and normal use either in the pharmacy nor in the package insert" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Summary of investigations: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. There was limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Adverse event safety request for investigation. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status was not received.

Event description:
[Burns second degree] , no warning concerning the risk of burning with normal skin and normal use either in the pharmacy nor in the package insert [product label issue] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program, brand websites for devision consumer healthcare (B)(4). A contactable consumer reported a male patient of unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported he used the heatwrap for the back as recommended and developed several burn blisters. He stated the product was used as recommended (affixed in the morning and taken off in the evening). The patient mentioned that there was no warning concerning the risk of burning with normal skin and normal use either in the pharmacy nor in the package insert. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blister/there was no warning concerning the risk of burning with normal skin and normal use either in the pharmacy nor in the package insert" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blister/there was no warning concerning the risk of burning with normal skin and normal use either in the pharmacy nor in the package insert" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.